Event description:
It was reported that 302 days after a coronary artery drug eluting stenting procedure the patient expired. Lesion 1 was a 2.5mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.5x20mm drug eluting stent in the target lesion. Lesion 2 was a 3.0mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. There were no complications. The patient was discharged 21 days after the procedure on plavix and aspirin. At the 1 year follow-up it was discovered the patient had expired 302 days after the initial procedure. There was no autopsy and the cause of death and the relationship to the taxus stent are unknown.